Event description:
While servicing the device, a philips bench technician identified that the device experienced a co2 calibration failure. There was no reported patient or user involvement and no adverse patient/user impact.